Event description:
It was reported to philips that the device needs a new battery. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device needs a new battery. The remote service engineer (rse) spoke with biomed because a spare battery is being requested. The remote service engineer (rse) provided the customer with the part number and price to the customer. The device remains at the customer site and no further evaluation is required at this time.